Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the wrong name for scan type appears when pulling from pacs. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the assigned names of MRI images stated CT. This issue occurred after upgrading the system application to 1.1. There was no patient present when this issue was observed.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was a known software anomaly. Analysis confirmed that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.